Event description:
It was reported that during use leakage occurred as hub separated from device with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from italian to english: the caps, connected to the bd venflon pro safety or nfc cannula needles from ICU clave connector, leak or disconnect easily. The rotating ring on the male connection, which is difficult to rotate when connecting to the catheter hub, accidentally disengages during use, compromising the good tightness of the connection and leaking blood, infusion solutions and analgesic drugs. Specifically for the most relevant event, the tap was connected to a bd venflon pro safety 18 g cannula needle ref. 393227 ( lot. 9325680p48 ) to which two infusions were connected: rehydration therapy and cad pump infusion line with analgesic therapy. During the night the patient woke up and reported the presence of blood on the sheet due to the total disconnection of the tap from the catheter hub. Interruption of infusion therapy including pain killers without consequences for the patient. Patient lost blood, fluid and drug administration not in big quantity that could generate health problem.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-13. H.6. Investigation summary one representative sample was received for evaluation for this compliant. The representative sample was subjected to visual inspection, end cap leak test, and end cap cone measurement. Based on the investigation, it was observed that the end cap cone was larger than expected. Therefore the team was able to confirm the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the end cap cone luer dimension being larger than expected in two places. The larger diameter could have caused the end cap to not be able to properly secure the cannula hub. CAPA# 1515534 was initiated to address leakage due to end cap issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use leakage occurred as hub separated from device with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the caps, connected to the bd venflon pro safety or nfc cannula needles from ICU clave connector, leak or disconnect easily. The rotating ring on the male connection, which is difficult to rotate when connecting to the catheter hub, accidentally disengages during use, compromising the good tightness of the connection and leaking blood, infusion solutions and analgesic drugs. Specifically for the most relevant event, the tap was connected to a bd venflon pro safety 18 g cannula needle ref. (B)(4) (lot. 9325680p48) to which two infusions were connected: rehydration therapy and cad pump infusion line with analgesic therapy. During the night the patient woke up and reported the presence of blood on the sheet due to the total disconnection of the tap from the catheter hub. Interruption of infusion therapy including pain killers without consequences for the patient. Patient lost blood, fluid and drug administration not in big quantity that could generate health problem.